Manufacturer narrative:
Product event summary: the device was returned and analyzed. Data files showed that 10 applications were performed with a catheter without any issue on the date of the event. Visual inspection of the mapping catheter showed that the device was intact with no apparent issue. Mechanical verification of the steering function was normal. In conclusion, this event was related to clinical issues (cardiac tamponade, hypotension, pericardial effusion blood pressure drop and patient was under general anesthesia) encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a drop in blood pressure was noted after isolating the left inferior pulmonary vein. The heart was xrayed which showed little to no cardiac motion. A scan was done which revealed a moderate sized effusion had developed on the anterior aspect of the right ventricle. A pericardial tap was performed immediately, which resulted in improvement of hemodynamics. The patient was extubated without issue and admitted to the hospital. The patient was doing fine several hours post procedure according to the physician. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.